Manufacturer narrative:
The insulin pump was received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. Device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly and she has to press them hard to make them work. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.